Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate shocks. Upon interrogation, the device was found in back-up vvi mode. The device was unable to interrogate. The device was explanted and replaced. Patient is stable post procedure.

Manufacturer narrative:
The reported inability to communicate with the device was not confirmed in the laboratory. The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and it was noted the bvvi was caused by excessive hv charging. The cause of the bvvi was due to excessive hv charges.